Event description:
It was reported that shaft break occurred. The target lesion was located in a moderately tortuous and moderately calcified left circumflex artery. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during the procedure, it was noticed that the shaft was separated. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. The device synergy xd mr ous 3.50 x 38mm stent delivery system, was returned. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft near the manifold however no shaft separation or break was identified. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Microscopic analysis identified that the inner lumen was stretched and bunched 8cm from the distal tip.

Event description:
It was reported that shaft break occurred. The target lesion was located in a moderately tortuous and moderately calcified left circumflex artery. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during the procedure, it was noticed that the shaft was separated. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.